Manufacturer narrative:
As reported, the 6f exoseal vascular closure device (vcd) was inserted and retracted as a unit, however the backflow from the bleed-back indicator did not stop though the visual indicator window changed to black-black. The user panicked and pushed the deployment button, and the plug was deployed in the vessel. Hemostasis was achieved by manual pressure. There was no reported patient injury. The exoseal was intended to be used after an unruptured cerebral aneurysm case. The device was inserted after an unknown 6f guiding sheath and an unknown 6f 11cm short sheath were inserted. The device was not available to be returned for analysis. A product history record (phr) review of lot 17843787 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿indicator window incorrect indication¿ and ¿plug inaccurate placement intravascular¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, patient factors (indicator window changed to black-black before pulsatile flow slowed down) and handling factors (user panicked and pushed deployment button) most likely contributed to the incorrect indication and subsequent intravascular deployment. If there was calcium or a stent near the arteriotomy, the indicator wire has the potential to catch in the calcification instead of the vessel wall, leading to a false indicator window reading. However, users are trained to recognize this bleed back signal and abort the deployment of the plug. If the physician deployed the plug when reduction to blood flow was not observed from the bleed-back indicator, this could lead to intravascular deployment and embolization of the plug. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Avoid the use of exoseal vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm.¿ the IFU also states, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the phr review nor the information available for review suggests that the reported issue could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) was inserted and retracted as a unit, however the backflow from the bleed-back indicator did not stop though the visual indicator window changed to black-black. The user panicked and pushed the deployment button, and the plug was deployed in the vessel. Hemostasis was achieved by manual pressure. There was no reported patient injury. The exoseal was intended to be used after an unruptured cerebral aneurysm case. The device was inserted after an unknown 6f guiding sheath and an unknown 6f 11cm short sheath were inserted. The device will not be returned for evaluation.